Event description:
On (B)(6) 2013, I purchased one phillips avent bpa free twin electric breast pump (model number: scf314/02, serial number: (B)(4)) at amazon.com. Unfortunately, the product has not performed well because it has caused both physical and psychological injury to my wife. I am disappointed because this pump has caused my wife's both breasts swelling, redness, tenderness, warmth, malaise and pain continuously after two-week use. My wife started to use the pump for 15 minutes every few hours strictly follow the MFR's instructions during the first two weeks of her postpartum period after she was discharged from hospital for her labor on (B)(6) 2014. She was a happy new mom before using this product. On (B)(6) 2014, my wife called her midwife until she found the pain scarcely endurable. She was told to go to the pump station in (B)(6) to have the pump checked and consult the lactation consultants. (B)(6), ms, rn, (B)(6) told us to stop using phillips avent pump due to the unfit unchangeable fixed-size breastshield/flanges over my wife's big nipples. She also suggested we schedule an appointment to visit our physician, which caused us great shock, nervousness, and anxiety. I accompanied my wife to (B)(6) urgent care center on (B)(6) 2014. She was diagnosed with mastitis, which caused her to be worried and depressed and made me angry. I called (B)(6) on (B)(6) 2014. Customer service (B)(6) told me someone would contact me a few days later and gave me the case reference number (B)(6). I missed (B)(6) call on (B)(6) and got her voice message request a call back. I called back at (B)(6) and later on several times, left voice message, and finally figured out (B)(6) was out of office due to personal leave. Then I never received any follow up contact from philips until I called on (B)(6) 2014! I feel very disappointed with their customer service, for such a well-known international company! I would not have bought this product and would have had my wife stop using it earlier if I had known about it. I still have the product. Have contacted customer service by phone also sent email on (B)(6) but never got a reply! Report number: (B)(4).